Manufacturer narrative:
Reported event: an event regarding pain is reported involving triathlon insert. The event was not confirmed. Method & results: product evaluation and results-not performed as product was not returned clinical review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining its root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Catalog numbers and lot codes of other devices listed in this report: 5610-f-101, triathlon pkr femur #1 lm/rl, tieb; 5620-b-101, triathlon pkr baseplate #1 lm/rl, aou7za. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
The pt. Received bilateral pkr(s) back in 2019, and presented recently with pain of the left knee. The dr revised the pkr to a triathlon tka using a universal baseplate. No complaints have been filed against the implants. No further information is being made available, and explanted items are not available for return due to hospital-policy.